Event description:
It was reported that a perforation occurred. The 90% stenosed target lesion was located in the left anterior descending artery (lad). A 5 pack ng rotawire extra support was selected for percutaneous coronary intervention. After the procedure, the rotawire was removed outside the patient. It was observed that the tip part was stretched. When imaging was performed, there was a wire perforation-like findings. The device was removed by the usual method. Although after the removal, when imaging was performed, there was a wire perforation-like findings confirmed in the periphery, so bleeding was stopped with a balloon and was completed without any problems. No complications were reported and the patient was stable after the procedure.